Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high thresholds and undersensing in multiple locations. The rv lead was not used and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.